Event description:
Part of string left behind - vagina [foreign body in reproductive tract]. Part of braided string left behind- tampon [device breakage]. Part of the string left behind after I removed the tampon [complication of device removal]. Case narrative: consumer reported via email that part of the string was left behind after tampon removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.